Manufacturer narrative:
Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Medical review - several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, upside-down lens, etc. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the lens was exchanged for a shorter lens with the same diopter power.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. Date of birth - unk. Pt weight: unk. Event date: unk. Implant date: unk. Explant date: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od). The lens was explanted due to a refractive surprise.